Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a mesh removal surgery on (B)(6) 2007 due to erosion, vaginal bleeding and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with anterior/posterior colporrhaphy and bilateral sacrospinous ligament colpopexy. It was reported that the patient underwent excision of vaginal mesh x2, anterior colporrhaphy, and cystoscopy on (B)(6) 2014 due to vaginal mesh exposure x2 and recurrent transverse cystocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urethrocele, cystocele, rectocele with urinary incontinence, impaction and bladder herniation. It was reported that the following implantation the patient additionally experienced urinary problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01503. The same patient is represented in each medwatch.